Event description:
It was reported while using bd nexiva¿ closed IV catheter system - single port, 20 g x 1.00 in. The needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: technologist started IV without any issues. When removing the needle with safety device, the safety device would not remove from the IV catheter. Technologist had to get help to pry off the needle with safety device. This made patient very nervous.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: as the photo provided was only of the top web label, it did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - single port, 20 g x 1.00 in. The needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: technologist started IV without any issues. When removing the needle with safety device, the safety device would not remove from the IV catheter. Technologist had to get help to pry off the needle with safety device. This made patient very nervous.